Manufacturer narrative:
Correction: b7 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized with peritonitis. It was reported that the peritonitis was due to unspecified issues occurring on (B)(6) 2024. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2024 the patient experienced a leak from a crack in the liberty cycler set (lot number unknown). Subsequently, on (B)(6) 2024 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient did not have a pd culture obtained. However, the nurse confirmed the patient was diagnosed with peritonitis. It was reported that the patient had the pd catheter (not a fresenius product) removed. Additionally, the patient was transitioned to hemodialysis (hd) therapy for renal replacement needs. The nurse indicated that the patient was receiving unknown antibiotic therapy and remained in the hospital when follow-up was completed. Per the nurse, the liberty cycler set that was used on (B)(6) 2024 was discarded. Regardless, the nurse attributed the peritonitis to the reported crack in the fresenius cassette due to this breach in the sterile pathway of the cassette.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy utilizing the liberty select cycler and liberty cycler set, and the patient¿s peritonitis event characterized by symptoms of abdominal pain. It was reported that a fluid leak occurred from a crack in a liberty cycler set used by the patient prior to the patient developing peritonitis. Based on the reported information, it cannot be determined what may have caused the crack in the liberty cycler set. The actual product used has been discarded and therefore will not be returned to the manufacturer for product analysis. Due to the known risk of peritonitis when a breach in the sterile pd circuit occurs, the liberty select cycler and liberty cycler set cannot be excluded as a root cause or contributor to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized with peritonitis. It was reported that the peritonitis was due to unspecified issues occurring on (B)(6) 2024 . In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2024 the patient experienced a leak from a crack in the liberty cycler set (lot number unknown). Subsequently, on (B)(6) 2024 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient did not have a pd culture obtained. However, the nurse confirmed the patient was diagnosed with peritonitis. It was reported that the patient had the pd catheter (not a fresenius product) removed. Additionally, the patient was transitioned to hemodialysis (hd) therapy for renal replacement needs. The nurse indicated that the patient was receiving unknown antibiotic therapy and remained in the hospital when follow-up was completed. Per the nurse, the liberty cycler set that was used on (B)(6) 2024 was discarded. Regardless, the nurse attributed the peritonitis to the reported crack in the fresenius cassette due to this breach in the sterile pathway of the cassette.